Event description:
A customer reported experiencing a cartridge alarm 20 during pumping, with their blood glucose level displayed as "high." The customer addressed the high blood glucose by administering a correction bolus using the pump. There was no need for third-party assistance. Tandem technical support decided to send a replacement pump and provided instructions on putting the current pump into storage mode before returning it. The customer will use multiple daily injections as a temporary backup therapy and understood the steps for receiving and returning the pump, which will include an updated software version.